Manufacturer narrative:
A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that in the absence of the supporting medical documentation, clinical factors which could have contributed to the reported breakage could not be definitively concluded, and a causal relationship between the smith and nephew¿s device and the reported adverse event could not be established with the limited information provided. Following surgery, it was reported an x-ray (not provided) confirmed the broken piece was retained in the patient's shoulder was subsequently removed through a revision surgery. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopic rotator cuff repair procedure, it was found that the firstpass capture window was broke after the it was used. After surgery, x-ray was confirmed that the broken piece was left inside the patient. The broken piece was removed from patient through revision surgery. The procedure was completed without surgical delay, but it is unknown if there was a back-up device. No further complications were reported.